Event description:
Surgeon drilled through the locking set screw hole of a 4-hole s3 plate, cold-welding the drill bit to the plate. Surgeon cut the drill bit at the level of the plate, resulting in half of the drill bit remaining in the pt. This also caused a surgical delay of 45 mins.

Manufacturer narrative:
The devices associated with this report were not returned; however, the complaint was confirmed by the provided paper x-ray. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. A two-year search of the complaint database found no prior reports for this issue for both of the reported product codes. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.